Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm or moisture damage under lcd screen, electronic assembly or motor noted. The unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reports to have received a button error alarm. Customer states there is also moisture under display screen due to rain. Customer's blood glucose was 400 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)